Manufacturer narrative:
Patient code: no known impact or consequence to patient (B)(4). Device code: device operates differently than expected (B)(4). The device has not been returned. Therefore, a product analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
A biomed engineer from the facility called medtronic technical services to report that the surgeon felt they aren't able to get any emg responses when stimulating nerves. Troubleshooting with technical services, the system was tested using a patient simulator box and it appeared to be functioning normally. The biomed engineer was going to report to the or staff that the system was functioning normally. There was no injury reported as a result of this event. Requests for additional information have been made with no further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.